Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels ranged from 23-50 mg/dl. Low bg causes were not known. The customer's wife provided assistance and the customer consumed carbohydrates and drank juice to address bg. Reportedly, the customer continued to use the pump for insulin therapy.